Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information indicated technical support evaluated the cp logs and it was determined that the ipg is in the service app mode. A company representative attempted to recover ipg with new software with no success. A decision by the patient to replace the ipg has not been determined.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient det the ipg device in surgery mode prior to having shoulder surgery. Afterwards the patient was unable to connect to the ipg. A company representative attempted to connect to the ipg with the programmer and received message " the generator could not be repaired." The next course of action was undetermined at this time.

Event description:
Follow up information indicated the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.